Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.